Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis and stent thrombosis occurred. The pt presented with chest pain. The left anterior descending (lad) was found to be occluded. The physician implanted a 2.50x16mm taxus express2 drug eluting stent in the lad. Nine months post the taxus stent placement, the pt presented with chest discomfort that was partially relieved by nitroglycerin. Moderate in-stent restenosis was identified in the lad. The remediation is unk. Eighteen months post the taxus placement, the pt presented with recurrent severe chest discomfort. The pt had stopped taking plavix approx two weeks earlier. The pt had hyperacute t-wave changes and a slight troponin rise and an echocardiogram showed anteroapical and apical hypokinesis. The pt was transferred to another facility. The pt was not in heart failure. Angiography, performed the following day, found incomplete apposition of the stent in the lad with thrombosis and timi ii to iii flow down the vessel. The area was opened with balloon angioplasty using a non-bsc balloon and revaluated with intravascular ultrasound. The physician placed a 3.5x33mm non-bsc drug eluting stent inside the previously placed taxus stent and a 3.5x13mm non-bsc drug eluting stent before the bifurcation of the lad. Post dilatation was performed with a non-bsc balloon. Complete resolution of the plaque burden was achieved and excellent angiographic and ivus results were obtained. The pt's subsequent course was uncomplicated. He did exceptionally well and was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.